Manufacturer narrative:
G4:28dec2020 b4:(B)(6)2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the speaker needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the speaker to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date ofreport: 22oct2020.

Event description:
It was reported to philips that the device's speaker diagnostic code kept alarming. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.